Event description:
This report is being filed upon notification from our x-ray manufacturer in best, the netherlands to submit this event that happened in plymouth, united kingdom. Problem: in this x-ray system during a number of cases / procedures, the frontal image intensifier failed. After looking through system's log files it was found there was no communication between the image detection segment controller and the sysco.

Manufacturer narrative:
Eval method (other): conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.